Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue was verified; however, the alarm system issue could not be verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery was intermittently observed to be depleting rapidly. Additionally, customer reported that the pump emitted audible tones despite pump volume settings being set to vibrate. The customer provided a blood glucose of 104 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.